Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a circulation pump failure. During evaluation, it was confirmed that the circulation pump unit malfunction. No repairs were done as the customer declined repair. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device got a black screen. Per follow up information received on 04-jul-2022, the issue occurred without therapy patient. But the device needed to be sent to the service center. Per sample evaluation results received on 30-nov-2022, the root cause of the reported issue was due to a failed control panel. Additional issue of defective circulation pump was found. During evaluation, it was confirmed that the device received a black screen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device got a black screen. Per follow up information received on 04-jul-2022, the issue occurred without therapy patient. But the device needed to be sent to the service center. Per sample evaluation results received on (B)(6) 2022, the root cause of the reported issue was due to a failed control panel. Additional issue of defective circulation pump was found. During evaluation, it was confirmed that the device received a black screen.